Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the device got wet and the battery started leaking so she threw the device away. Customer's blood glucose was unknown. Customer will not be able to return the device for analysis.